Event description:
Lenstec received an email stating " that in the last week, (B)(6) hospital had 3 patients present postoperatively with severe inflammation". The lens remains implanted.

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. The device was reported as remains implanted and therefore, not returned to lenstec. Lenstec can also confirm that there have never been any confirmed lens-related cases of tass of our hema lenses. There is no evidence to suggest that any aspect of this device was responsible for the reported inflammation. Literature surrounding tass implicates bacterial detritus often attributed to inadequate flushing of surgical instruments - particularly those with lumen, such as cannulae. Bacterial detritus can be quantitated using an "endotoxin" test, and this is a required test for every batch of lenses that lenstec produces. The applicable limit for endotoxin for intraocular lenses is described in iso 11979-8, and is 0.2eu/device. Lenstec's has adopted a much more stringent limit for endotoxin of 0.12eu/device. Each of the three batches listed above was tested and found to comply with this limit, indicating that it is extremely unlikely that the product could have caused a non-infective reaction such as tass.